Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geometry is partially available. No further information regarding the issue has been provided. No service has been performed by philips since case work order was not created. To date, there have been no further reports of this issue. Evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry movement is partially available. It is unknown if the device was in clinical use. Philips has started an investigation of the complaint.